Event description:
A report received form the USA stated that an 840 ventilator experienced a blank graphical user interface (gui). No patient involvement was reported. The date of the event is unknown.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board assembly (pcba) and backlight inverter pcb. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).